Event description:
Procedure type: inguenal hernia repair. According to the reporter: the dissector balloon was deployed and broke off while in the body. The surgeon had to retrieve the broken balloon, which caused the case to be delayed 30-40 minutes. The second balloon had a tear in the dissection portion of the balloon. There was no report of unanticipated blood/tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).